Event description:
Additional information was attained. The patient had their generator replaced for neos on (B)(6) 2013. Their treating physician will not release any further patient details. No further information has been received in regards to their dcdc 4 on their system diagnostic testing. The only information provided from the patient's treating physician's office was the following. "Her vagus nerve stimulator is in place and the reason she is here is because she has been having a sort of a pulling pain near the actual battery can. This went away when she held a magnet over the stimulator for a period of time, and comes and goes. In interrogating her vagus nerve stimulator it is time for a battery replacement. In addition, she does have a low impedance and I am wondering to what extent that may be at the connection of the electrodes near the stimulator. At any rate, I believe she does need that replaced and she would like it replaced because she thinks it is of benefit in her care." It is unknown if the patient had a lead pin issue that resolved with placement of their new generator in regards to the report of low impedance or something else. No further information can be attained.

Event description:
During review of internal programming history it was noted that on (B)(6) 2010, high impedance, dc/dc 4 on a system diagnostic test. This issue is believed to have resolved prior to the patient's next office visit on (B)(6) 2011. It is unknown if any intervention was taken. Good faith attempts have been made and thus far no further information has been attained.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.